Event description:
It was reported, the pt is no longer receiving effective stimulation. Sjm representatives met with the pt and multiple reprogramming attempts were unsuccessful in resolving the issue (date unk). On (B)(6) 2012, an scs trial with two octrode leads was attempted at t7-t8. The trial was unsuccessful and the trial leads were removed. An sjm representative met with the pt and reprogramming was attempted again without success (date unk). On (B)(6) 2012, a pns trial with two octrode leads was attempted at the center and right back. This trial was also unsuccessful and the trial leads were removed. The pt was seen by his physician on (B)(6) 2012 for what he thought was another trial attempt. He was told it was a permanent procedure and at that point the pt indicated he did not want to move forward with the procedure due to the two previous trials being unsuccessful. The pt continues to have inadequate pain coverage.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.